Manufacturer narrative:
The hvad is used for treatment not diagnosis. This patient was transferred from a skilled nursing facility due to difficultly in changing out her tracheostomy tube on (B)(6) 2014. In the emergency department she begun exsanguinating profusely and expired within minutes. It is unknown if an autopsy was performed. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Bleeding and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2014 that a patient was admitted from a skilled nursing facility (snf) due to difficultly in changing out her tracheostomy tube. In the emergency department (ed) she began exsanguinating profusely and passed away within minutes. Patient expired on (B)(6) 2014. The device remained implanted and was not returned to the manufacturer and remains implanted.